Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an admiral xtreme pta balloon to treat a 80mm severely calcified lesion in the left distal common iliac artery (50% stenosis). The artery had a 6mm diameter and had little tortuosity. The device was prepped as per the IFU with no issues identified. The procedure using a 7fr 55cm non-medtronic guidewire and a 0.035" non-medtronic stiff guidewire. The inflation device used was a medtronic ac3200. The vessel was pre-dilated using an admiral xtreme balloon, and an everflex stent was successfully implanted. A second admiral xtreme was being used to post-dilate the lesion after stent implantation, but during the first inflation the balloon at 14 atm the balloon burst. All balloon fragments were retrieved. A third admiral xtreme balloon was then used and this balloon also burst at 14 atm during the first inflation. The balloons were retrieved as complete shape with no fragments found left behind. The procedure was completed using a 0.035" 7x40mm evercross pta balloon. No patient injury was reported.

Manufacturer narrative:
Product analysis: . The device was visually examined. The proximal portion and the shaft have no defects. Traces of blood were detected on the balloon. The balloon was shown to have been inflated. A longitudinal burst was identified. No other damage was noted to the device. If information is provided in the future, a supplemental report will be issued.